Event description:
It was reported that the dexcom g7 sensor did not pair to the ilet, resulting in intermittent communication failure between the cgm and the pump; the patient performed a fingerstick with a blood glucose of 367 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving the electrical and magnetic subsystem, specifically the antenna, consistent with a communication failure between devices. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.